Event description:
Tip of corail/trilock anterior stem inserter shaft broke during surgery.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirms the reported complaint. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however, recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(4) 2009 and (B)(4) in (B)(4) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. The returned instrument was manufactured in may 2013; after the design improvement. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.